Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without device evaluation, a cause for the reported cuff miss could not be determined. A cuff-miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacturing. In addition, a sampling of finished devices are tested to verify the functionality of the device. A review of the finished product lot history records did not reveal any nonconforming material records related to this event. In addition, a query of the complaint-handling database was performed and no quality issues were detected. Based on the information available, the inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that while attempting arteriotomy closure of the common femoral artery after an unspecified procedure, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is trained in the use of the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.